Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, sensing in the right atrium was low and fluoroscopy revealed a lead dislodgement. Additionally an episode of ventricular fibrillation was resolved by a high voltage shock. The distal lead end was noted to be near the tricuspid valve and as a result the lead was explanted. The patient is in stable condition following the procedure.